Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawers 2.1 and 2.2 initially displayed a not detected on communication bus error, and after a restart, the error changed to a failed to open condition. A field service engineer (fse) reviewed the work order history and identified that the half height drawer had recurring issues, leading to replacement with a new drawer. The fse noted that the drawer seven pyxie bus cable was worn and replaced it with new one. The fse also adjusted the separator plate on the new drawer, manually transferred all pockets from the original drawer, and performed comprehensive testing using the hardware test application, confirming that all functions were restored successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 2.1 and 2.2 initially displayed a device not detected on bus error. Followed a restart, the error changed to a failed to open message. Attempts to resolve the issue were unsuccessful, and the issue persists without permanent resolution. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.